Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked display window corners, broken battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer changed the battery and the buttons are unresponsive. Customer's blood glucose was 84 mg/dl. Customer reported possible water, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.